Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital protocol. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient reports to ER status post right total hip. X-ray reveal periprosthetic fracture. The surgeon decided to remove the stem and implant a long restoration modular stem with cable.

Event description:
Patient reports to ER status post right total hip. X-ray reveal periprosthetic fracture. The surgeon decided to remove the stem and implant a long restoration modular stem with cable.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. X-rays were received for review with a clinician consultant. The report stated the following: radiology confirms the presence of a vancouver type-al fracture with most probably some moderate degree of osteoporosis present. Initial accolade stem and tritanium cup position appear adequate although accolade stem had rather tight fit in femoral bone which is quite adequate for healthy bone but present some risks in osteoporotic bone. This case has its root cause in an adverse combination of procedure- and patient-related factors regarding tight fit of an accolade stem in a moderately osteoporotic bone in a patient with morbid obesity. There is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered adequate and plausible to have caused the peri-prosthetic fracture problem in the current case. As such, this event is not device-related. The event was confirmed. The investigation concluded that this event has its root cause in an adverse combination of procedure- and patient-related factors regarding tight fit of an accolade stem in a moderately osteoporotic bone in a patient with morbid obesity.